Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received via remote transmission showing intermittent loss of rv capture. Patient was asymptomatic. Programming changes were made. Device remains implanted and patient will continue to be monitored.